Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, noticed some strange anterior capsular fibrotic changes sort of like posterior capsular opacification (pco). However creeping onto the anterior capsule starting as soon as a month out despite being on pretty hefty steroid doses. Additional information has been requested.